Event description:
It was reported that during a stent graft placement procedure in the right forearm, while pulling the catheter after deployment, it allegedly got stuck in stent and could not be removed. It was further reported that the delivery system was allegedly cut outside the patient. Reportedly the patient was referred to vascular surgeon. The current status of patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the right forearm, while pulling the catheter after deployment, it allegedly got stuck in stent and could not be removed. It was further reported that the delivery system was allegedly cut outside the patient. Reportedly the patient was referred to vascular surgeon. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with the safety lock slider locked but with the covered stent completely deployed and missing. The inner catheter was cut off and not returned with sample. The reported issue cannot be re produced which leads to inconclusive results. It was reported that the procedure was sheathless, the tracking vessel was tortuous, the lesion was pre-dilated and the device was flushed before use. The diameter of the guidewire used was not specified. The returned sample came with the device still locked and it is not clear how the user deployed the stent without unlocking the device but it known that excessive deployment force would have been needed to deploy the stent without unlocking the device. Irregular deployment could be a further contributing factor to this issue which can lead to struts protruding into the vessel. Based on information available and the evaluation of the returned sample, the investigation is closed with inconclusive results for difficult to remove. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding correct deployment the instructions for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension". Based on the instructions for use material required for a procedure using the covera vascular covered stent are 0.035 inch guidewire of appropriate length, introducer sheath with appropriate inner diameter. Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". The instructions for use states that "prior to covered stent deployment, the safety lock must be retracted from the locked position into the unlocked position". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.